Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer received a button error on the insulin pump screen. Customer also reported that sensor glucose reading was 100 points off. Troubleshooting was declined by the customer. No harm requiring medical intervention was reported. The device will not be returned for product analysis.